Event description:
Same case as manufacturer report numbers: 2183620-2009-00016, 2183620-2009-00018. The surgeons used a 3.5mm coupler for anastomosis in a diep flap procedure. The coupler ring fell out of the left wing of the jaw assembly. This occurred with three different 3.5mm couplers. The surgeons completed the anastomosis with a 3.5mm coupler. There was no patient harm.

Manufacturer narrative:
According to the device history record, the devices met specification prior to market release. A 100% functional alignment testing and 100% visual inspection for broken or missing parts and pin alignment is performed for each device during the manufacturing process. Three used 3.5mm coupler assemblies were returned. Two of the jaw assemblies had rings in each jaw. The third jaw assembly was returned without rings. Two of the four returned rings had bent pins. All three jaw assemblies were visibly in good condition. Each returned ring was fully seated at the base of the jaw. The assemblies were also placed into an anastomotic instrument and the jaws were brought together. Each of the jaws moved properly and the actuation was smooth. All critical dimensions met the drawing specifications for each component. Other than the bent pins, there were no other visual or dimensional defects observed on any of the components. As a result of the evaluation, the root cause of the premature ring release from the jaw assembly wings involved in this case remains unknown.